Event description:
Customer called lfs in 2002 to report the customer's surestep meter was reading inaccurately low. Per ccr's notes in the potential medical lab: "customer was getting readings of 7, 10, 8 mg/dl, but was not feeling well. The customer was taken to the hospital where customer's blood was at 549 mg/dl. Customer was given 10 units of insulin and sent home to be given 10 units on insulin every 2 hours until customer's levels got down to 250 mg/dl. Per ccr's notes in the reported issue tab: "customer was getting low readings, but did not feel well. Customer went to the hospital later and customer was at 549mg/dl. Customer was treated and sent home. They opened a new bottle of strips, and meter was reading in range of control test. 109 mg/dl, (92-139 mg/dl) and blood was 192 mg/dl.